Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. There were concerns that this device depleted prematurely. Additionally, it was noted the device could not be interrogated. Subsequently, the patient underwent a revision procedure and this device was explanted and replaced. No additional adverse patient effects were reported.